Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right ventricular lead would not insert properly into the header of the implantable cardioverter defibrillator (ICD). The lead was eventually inserted into the header of the ICD properly. The ICD remains in service and there were no adverse patient effects reported.